Event description:
This supplemental report is being filed, based on completion of device analysis.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) device was analyzed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics, that would have caused or contributed to the reported clinical observation of inappropriate device shocks. However, the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined, that this device was demonstrating behavior consistent with a high current condition associated with a compromised, low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted, in a high current drain. Which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised, over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Manufacturer narrative:
(B)(4). The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient had experience a lot of possible inappropriate device shocks in the past. The cause of the shocks has not been confirmed. This implantable cardioverter defibrillator (ICD) device was explanted and replaced. No additional adverse patient effects were reported.